Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on august 25th and an alert 47 (control panel communication) on september 1st.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on (B)(6) and an alert 47 (control panel communication) on (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on (B)(6) and an alert 47 (control panel communication) on (B)(6).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. Control panel rebooted after running. Used u.I. To continue decontamination. Alarms 46 (control panel communication) and 47 (control panel communication) seen in event log. Replaced control panel. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. The device was evaluated upon receipt. Control panel rebooted after running. Used u.I. To continue decontamination. Alarms 46 (control panel communication) and 47 (control panel communication) seen in event log. Replaced control panel. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device that has been sent down to biomed for alert 46 (control panel communication) and 47 (control panel communication). This device received two alert 46 (control panel communication) on august 25th and an alert 47 (control panel communication) on september 1st.